Manufacturer narrative:
Date rec'd by MFR: 26mar2019. The faulty touchscreen was returned and fi (failure investigation) was performed. The returned touchscreen was calibrated and calibration successfully passed. The pin to pin resistances were measured and all tests successfully passed. As a final evaluation the returned touchscreen was installed into an fi test ventilator in an attempt to duplicate the reported problem. The ventilator ran for 2 hours without producing any errors. The customer's reported problem of ¿touchscreen insensitive and unresponsive" could not be duplicated. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
On (B)(6) 2018. On (B)(6) 2018. International UDI #(B)(4). Pse tested the unit and confirmed the issue. The pse replaced the unit's touchscreen to resolve the reported issue. No parts returned to failure investigation; therefore, the root cause of the reported issue could not be determined.

Event description:
Manufacturer's product service engineer (pse) found the unit's touch screen not sensitive and unresponsive during evaluation. The device was not being used for treatment when the reported event occurred. The event date was not specified; estimate used.